Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer stated when he is driving the chair going up hill or flat ground the chair will vear to the right and slow down.